Event description:
Caller reported a tandem mobi cartridge alarm which occurred during the load process. The issue did not cause the customer¿s blood glucose to exceed 500 mg/dl, indicating it was within a safe range. Technical support confirmed the alarm and arranged for a pump replacement, including replacement cartridges due to the malfunction and self-troubleshooting efforts. Additionally, storage mode instructions were provided for the current pump, with guidance on steps to take upon the arrival of the new pump. The customer was instructed to return the faulty pump within ten days using the provided return materials.